Manufacturer narrative:
The commander delivery system was returned to edwards for evaluation. Visual inspection found minor gouges on the flex tip, a radial and longitudinal burst, no missing balloon pieces and bunching of the crimp balloon. No functional testing was able to be performed due to the condition of the returned device (balloon burst). Dimensional inspection of the balloon revealed that the balloon wall thickness measurements were within specification. During manufacturing the delivery system and the balloon are 100% inspected. These inspections during the manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. The complaint for balloon burst was confirmed based on the returned condition of the device, but no manufacturing non-conformance was identified on the returned device. A detailed root cause analysis for similar returned balloon burst complaints has been summarized in an edward¿s technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus (calcified nodules within the aortic annulus can impinge on the balloon during inflation, thus compromising the balloon wall structure even at a low inflation pressure), as well as outlining the extensive manufacturing mitigation in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Analyses of these types of ruptures indicates that they are typically caused by interaction with calcification in the annulus. The technical summary contains additional details related to root cause analysis on balloon bursts in a calcified aortic annulus. The complaint for withdrawal difficulty through sheath was confirmed based on the returned condition of the devices (balloon burst and damages observed on esheath). Available information supports that the burst balloon likely resulted in procedural factors causing difficulties withdrawing the delivery system. A burst balloon can drag or catch onto the sheath distal tip during retrieval and contribute to the difficulty retracting the device through the sheath shaft. Bunching was observed at the sheath distal tip which supports that manipulation/force was applied in order to withdraw the system. Additionally, there was bunching observed on the crimp balloon, suggesting that it got caught on the sheath tip during attempted withdrawal. Alternatively, other patient/procedural factors that can contribute to difficulty retrieving a device include the following: patient vascular calcification / vascular tortuosity, sheath insertion angle, coaxially of the device being retrieved, and position of the flex tip on the delivery system during retrieval (procedure instructs to ensure flex tip is still over the triple marker). The complaints for ¿balloon burst¿ and ¿delivery system withdrawal difficulty-through sheath¿ were confirmed, but no manufacturing non-conformities were identified during the engineering evaluation. In this case, available information suggests that patient factors (native annulus and leaflet moderately calcified and stj severely calcified) and/or procedural factors may have contributed to the complaint. No labeling or IFU inadequacies were identified and review of complaint history revealed that the occurrence rate does not exceed the august 2017 control limits for respective trend categories. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
During deployment of a 26 mm sapien 3 valve in the aortic position, the commander delivery system balloon burst. The valve was fully deployed in good position and there was no paravalvular or central leaks noted. During removal of the delivery system there was difficulty removing the delivery system through the 14f esheath. The delivery system/valve and sheath were removed as one unit. A perclose device was used for access site hemostasis and manual pressure was also used. The patient was stable and is doing well. Both the delivery system and sheath will be returned for evaluation. Upon visual inspection, there was no volume retained in the balloon and the distal tip of the sheath started to "in-fold" due to the ruptured balloon material not being able to fully enter the sheath upon removal. The patient's native annulus and leaflets were moderately calcified and the stj was severely calcified.